Manufacturer narrative:
(B)(4). Technical support suggested that the ventilator need to be evaluated by a field service engineer. Covidien/medtronic was not authorized to evaluate to evaluate the device at this time.

Event description:
It was reported that the ventilator had to safety valve open condition when powered on. There was no patient attached to the device at the time of the event.